Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
About once or twice a case, robot fails to put up haptic boundaries during tka cuts. Quick fix is to skip to next cut, and then go back to intended cut in order for haptics to show up. Not a consistent issue, sporadically occurs. Case type: tka.

Manufacturer narrative:
Reported event: an event regarding vanishing stereotactic boundary visuals during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 350 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding vanishing stereotactic boundary visuals. There were no similar reported events for the listed catalog number. Conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps. Device not returned.

Event description:
About once or twice a case, robot fails to put up haptic boundaries during tka cuts. Quick fix is to skip to next cut, and then go back to intended cut in order for haptics to show up. Not a consistent issue, sporadically occurs. Case type: tka.